Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the vessel occlusion requiring surgery was the angio-seal was not deployed correctly; the collagen should be external to the artery. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
It was reported a 6f angioseal sts was deployed in the right femoral artery (rfa) post coronary procedure with no difficulty; hemostasis was achieved. Two weeks later, the patient reported to the emergency room with complaints of a cold leg. The patient underwent surgical intervention. The surgeon reported the angio-seal collagen was obstructing the lumen of the rfa and no thrombus was present. The angio-seal was removed and the artery was repaired. The patient recovered and was discharged the next day.